Manufacturer narrative:
Although we have not established that the device caused or contributed to the event, we're reporting it to be compliant with 21 cfr part 803 and out of an abundance of caution. Results: device problems caused by the separation of a component, object, or material into two or more pieces including shear. Conclusion: actual device has not yet been returned to the manufacturer.

Event description:
This clamp breakage occurred in (B)(6). (B)(6) from sigma dental (B)(6) emailed the following: customer returned 2 ivory clamps ss 2 due to the fact that they are broken. The corresponding serial number is (B)(4). Both clamps have been purchased by the customer on (B)(6) 2014. No incident date(s) were provided. The malfunction will be reported to maintain compliance with 21 cfr 803 and out of an abundance of caution.